Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated.

Event description:
According to the reporter; during a laparoscopic nissen procedure, the surgeon was passing the needle of the device load from one jaw to the other at which point the needle dislodged from the jaws of the instrument and fell into the patients abdomen. The surgeon then retrieved the loose needle with his end grasp. They opened up another device in order to finish the procedure. It was further reported there was no patient injury or hazard. There was no user involvement. There was no unanticipated tissue loss. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc's or more. There was no delay in surgical time of more than 30 minutes.